Event description:
Procedure type: colon resection. According to the reporter: after applying the device, the anvil did not come out and disconnected from the device. Also a leak was noted during the leak test. The anastomosis was secured with thread. No stomas were needed. Surgery time was extended thirty minutes as a result.